Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 24-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, dental problems, pain during intercourse, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On (B)(6) 2014, plaintiff underwent surgery to remove her essure coils. After surgery, plaintiff's treating physician advised her that her essure coils had migrated out of her fallopian tubes, broke apart, and were embedded in her cervix and uterus. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she had otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain/ chronic pelvic pain. Four years later, plaintiff underwent surgery to remove her essure coils and her treating physician advised her that essure coils migrated out of her fallopian tubes (device dislocation), broke apart, and were embedded in her cervix and uterus. Device dislocation, embedded device, and pelvic pain are listed while device breakage is unlisted in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, pelvic pain started after essure insertion. Device dislocation and embedment could alternatively explain the severe pelvic pain, however their onset dates are unknown. Considering the information received, a causal relationship between increasingly severe pain/ chronic pelvic pain and essure cannot be excluded. Considering their nature, essure coils migrated out of her fallopian tubes, broke apart, and embedded in her cervix and uterus were considered related to essure. This case was regarded as incident, since a surgical procedure was reported. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 28-sep-2016: the bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are and not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain/ chronic pelvic pain. 4 years later, plaintiff underwent surgery to remove her essure coils and her treating physician advised her that essure coils migrated out of her fallopian tubes (device dislocation), broke apart, and were embedded in her cervix and uterus. Device dislocation, embedded device, and pelvic pain are listed while device breakage is unlisted in the reference safety information for essure. However, according to the product technical complaint, the possibility micro-insert breaking is an anticipated event. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, pelvic pain started after essure insertion. Device dislocation and embedment could alternatively explain the severe pelvic pain, however their onset dates are unknown. Considering the information received, a causal relationship between increasingly severe pain/ chronic pelvic pain and essure cannot be excluded. Considering their nature, essure coils migrated out of her fallopian tubes, broke apart, and embedded in her cervix and uterus were considered related to essure. This case was regarded as incident, since a surgical procedure was reported. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.